Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), the autotome rx sphincterotome was intact after unpacking. While in the duodenum the physician noticed on screen that wire had broken. Procedure was completed with another of same device.